Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/66 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date, expiration date, or UDI cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: impacts of premature atrial contractions and biochemical markers early after cryoballoon versus radiofrequency a blation on the late recurrence of atrial fibrillation. The journal of innovations in cardiac rhythm management. 2025. 16(4):6251¿6259. Doi: 10.19102/icrm.2025.16043 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding impacts of premature atrial contractions and biochemical markers early after cryoablation verses radiofrequency ablation on late recurrence of atrial fibrillation (af). The authors described there were patients who experienced phrenic nerve palsy (pnp), blood lab value changes (myocardial-bound creatine kinase, troponin t, and c-reactive protein), and late recurrence of af. It is unknown if there was any intervention for the pnp. The status of the devices is unknown. No additional adverse patient effects were reported.